Event description:
It was reported that the patient felt the implantable neurostimulator (ins) in the pocket and it seemed to be sitting slanted. The patient was getting zero coupling bars when trying to recharge. This was reportedly the patient¿s first recharging session and the battery was low and blinking one quarter full on the ins. The replacement antenna was to be delivered (B)(6) 2013. The patient was feeling stimulation. The antenna locate (al) feature was used and the patient got 62-66. No coupling bars were shaded after the al. The patient had a follow-up appointment scheduled for (B)(6) 2013. It was later reported that the manufacturer representative got zero coupling bars, however, at one point 3 bars were obtained. The new antenna did not resolve the issue. It was stated that the ins was not too deep, but it seemed to be at a 90 degree angle. The x-ray was reportedly difficult to interpret, but the ins was not believed to be flipped. Multiple al¿s were attempted without success. A new recharger was also tried without success. Additional information received reported that x-rays were done to make sure that the leads were not twisted. The ins was turned on its side because the placement was not very well. The patient¿s ins was ¿kind of suck¿ between ¿love handles¿ and folded into the bands in between them. To get it to charge they had to hold it down a certain way. It was noted that surgery would be performed (B)(6) 2013 to revise the ins location. The leads were intact and were not going to be touched. The ins itself was working and it just needed to be moved to a better location due to the weight of the patient. The patient was satisfied with the therapy and was getting good pain relief. The representative had no further information to provide. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).